Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Endoleak (type ia): perclose devices (abbott) were used for hemostasis at the puncture sites of both common femoral arteries after the procedure. A lunderquist guide wire (cook medical) was inserted from the right femoral artery. The main bifurcated stent-graft (28-b2-28-100u) was then inserted and attempted to be deployed by aligning with the left renal artery. After the portion of three stents was deployed, the proximal clasp was attempted to be released but got caught. The stent-graft was deployed to the contralateral gate, and cannulation was performed using the lunderquist guidewire. The proximal part was post-dilatated using a coda balloon catheter (cook medical) via retrograde approach, and the clasp was released. At that time, a type ia endoleak was noted. A contralateral leg extension stent-graft (28-l2-20-080u) was selected and implanted in the cia. The main bifurcated stent-graft was deployed, and the delivery system was removed. The introducer sheath was replaced with a dryseal introducer sheath (18 fr, gore medical). An ipsilateral leg extension stent-graft (28-l2-20-100u) was then selected and implanted right above the iia. The proximal, junction, and distal parts were post-dilatated. Final angiography also confirmed the type ia endoleak. Considering adding coils to the proximal side, the left brachial artery was punctured. A 7 fr parent guiding sheath (medikit) was advanced to near the left renal artery. A microcatheter was advanced to approach the renal artery, but the sheath did not advance any further, and the physician gave up with approaching the renal artery. The microcatheter was then delivered into the aneurysm through a gap between the main bifurcated stent-graft and the proximal neck. Coiling was performed to fill the gap in the proximal neck. Although final angiography confirmed that the type ia endoleak slightly remained, the patient would be followed up on an outpatient basis. If necessary, additional coils will be considered later. Operation type: evar blood loss: unknown ancillary device used: see details above. No image available pre-case plan available (see the pdf) no additional information available (tc#(B)(4))" patient outcome - "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Endoleak (type ia): perclose devices (abbott) were used for hemostasis at the puncture sites of both common femoral arteries after the procedure. A lunderquist guide wire (cook medical) was inserted from the right femoral artery. The main bifurcated stent-graft (28-b2-28-100u) was then inserted and attempted to be deployed by aligning with the left renal artery. After the portion of three stents was deployed, the proximal clasp was attempted to be released but got caught. The stent-graft was deployed to the contralateral gate, and cannulation was performed using the lunderquist guidewire. The proximal part was post-dilatated using a coda balloon catheter (cook medical) via retrograde approach, and the clasp was released. At that time, a type ia endoleak was noted. A contralateral leg extension stent-graft (28-l2-20-080u) was selected and implanted in the cia. The main bifurcated stent-graft was deployed, and the delivery system was removed. The introducer sheath was replaced with a dryseal introducer sheath (18 fr, gore medical). An ipsilateral leg extension stent-graft (28-l2-20-100u) was then selected and implanted right above the iia. The proximal, junction, and distal parts were post-dilatated. Final angiography also confirmed the type ia endoleak. Considering adding coils to the proximal side, the left brachial artery was punctured. A 7 fr parent guiding sheath (medikit) was advanced to near the left renal artery. A microcatheter was advanced to approach the renal artery, but the sheath did not advance any further, and the physician gave up with approaching the renal artery. The microcatheter was then delivered into the aneurysm through a gap between the main bifurcated stent-graft and the proximal neck. Coiling was performed to fill the gap in the proximal neck. Although final angiography confirmed that the type ia endoleak slightly remained, the patient would be followed up on an outpatient basis. If necessary, additional coils will be considered later. Operation type: evar. Blood loss: unknown . Ancillary device used: see details above. No image available . Pre-case plan available (see the attached pdf). No additional information available. (B)(4). Patient outcome - "no health damage to the patient."